Event description:
The aspiration needle appeared to be intact and as it was pushed against the gallbladder the tip of the needle broke upon advancing it to enter the gallbladder and could not be found. Second surgeon summoned to assist and the tip was found in the liver but unable to be retrieved.